Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the customer received multiple inaccurate fill estimates. Reportedly, the customer was able to extract approximately 40-60 units of insulin from the cartridge when the insulin gauge displays there are 0 units remaining in the cartridge. There was no impact to the customer's blood glucose level.